Event description:
The pt received her scs sys on (B)(6) 2009. The pt has not charged or used her scs sys since (B)(6) 2009. The programmer and charger no longer communicated with the ipg. She was sent a replacement charger but did not use it. As a result, the ipg was explanted and replaced on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: the product was received without instrument marks on the can. No product analysis was performed due to the ipg not being charged or used in two years. Product labeling states that if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.